Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia with blood glucose measuring 500 mg/dl while on insulin pump therapy. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer technical support revealed the event was caused by a training/misuse issue; the pump had loss of prime 3 or more times with auto off alarms recorded in the alarm history. This complaint is being reported because the patient experienced seriously injury while on insulin pump therapy related to a training/misuse issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: review of the black box data revealed records beginning (B)(6) 2017. Due to continuous use of the pump by the user, data from the date of the alleged complaint has been overwritten. The available daily insulin delivery totals correctly reflect the users programmed basal rates. On investigation, the pump failed to recognize the cartridge during the load step and the pump emitted a ¿no cartridge detected¿ warning. The pump was opened for investigation and revealed internal moisture on the force sensor pins. The remained or the investigation was unable to be completed due to the moisture found inside the pump.